Event description:
It was further reported that the fractured portion of the device was the catheter shaft.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the fractured portion of the device was the catheter shaft.

Event description:
It was reported that the device was fractured during preparation. The physician selected a 2.0x15mm maverick2 balloon to treat the lesion, but the "advanced guide wire" was fractured during preparation. The procedure was completed with another device with no patient complications. The patient was stable post procedure.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was tightly folded. Outer and inner shafts: microscopic examination and tactile inspection presented no damage to the shaft of the device. Hypotube: microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination also revealed a complete hypotube separation 53cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Balloon: microscopic presented no damage or irregularities in the balloon of the device. Bonds: microscopic presented no damage or irregularities in the bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).